Event description:
It was reported that the patient underwent laparoscopic hysterectomy in (B)(6) 2014 and absorbable adhesion barrier was used on the vaginal cuff. 10 days post-operatively, the patient experienced pain, elevated white blood cells and fever. A CT scan was performed and the patient was hospitalized for drainage of an abscess. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.